Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The analyst noted that two pors occurred on (B)(6) 2015 and two more occurred on (B)(6) 2015, all with a reason for the reset of the a atrial rate limit. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device experienced multiple power on reset (por). The resets were cleared. The device remains in use. No patient complications have been reported as a result of this event.